Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise and oversensing. An x ray was performed which confirmed the electrode had shifted. This patient underwent a procedure to reposition the electrode, which was found to have been twisted and migrated. After repositioning was performed, inappropriate shocks were observed again. It was suspected that the electrode was fractured due to the s-ICD twisting. Ultimately, this s-ICD and electrode were explanted. The physician is considering implanting a transvenous device system. It was noted that this patient had a high body mass index, which the physician believed possibly caused the s-ICD to rotate, twisting the electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise and oversensing. An x ray was performed which confirmed the electrode had shifted. This patient underwent a procedure to reposition the electrode, which was found to have been twisted and migrated. After repositioning was performed, inappropriate shocks were observed again. It was suspected that the electrode was fractured due to the s-ICD twisting. Ultimately, this s-ICD and electrode were explanted. The physician is considering implanting a transvenous device system. It was noted that this patient had a high body mass index, which the physician believed possibly caused the s-ICD to rotate, twisting the electrode. No additional adverse patient effects were reported.